Manufacturer narrative:
(B)(4). Subsequent to the first follow-up for this MDR report number 3004753838-2014-12803, it was noticed that the incorrect MDR report number had been entered on it. Please disregard the follow-up reports with 3004753838-2014-12803. The information contained within that report was submitted in a follow-up report for 3004753838-2015-12803, sr-202377.

Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood glucose readings. The consumer did not report any medical intervention or injuries.

Event description:
Subsequent to the initial MDR, the distributor contacted dexcom technical support on (B)(6) 2015 to report that the patient's mother reported the inaccurate values. No further event or patient information was reported.

Manufacturer narrative:
(B)(4).